Event description:
Received maude event report# (B)(4) advising that during a unknown procedure, handpiece broke while in patient. Tip broke and was removed from patient. No harm to patient. The medwatch received indicates the device is available for analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.